Event description:
It was reported while using BD Vacutainer® Eclipse¿ Blood Collection Needle, the safety shield broke off of nine devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510K numbers reported to be involved. The information is as follows: G.4. PMA / 510(k)#: K982541.A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.